Manufacturer narrative:
G4:20mar2021. B4:06apr2021. For clarification purposes, the event did not occur during device setup but it was observed when pre-use check was performed in the hospital's medical engineer room. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. D4: UDI:# (B)(4). The customer also reported that 3.3v supply failed" alarm was observed. The customer reported there was no patient involvement at the time the issue was discovered. The device was being set up when the issue occurred and that the unit did not contact the patient. No patient therapy delay was reported. The field service engineer (fse) evaluated the device and confirmed that the screen was not displayed, but only the fan was operating and that the 3.3v supply failed alarm was also confirmed. The fse replaced the power management pcba to resolve the reported issues. Unit passed required performance verification tests per philips standards and returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 18feb2021.

Event description:
The customer called into technical support (ts) reporting that when pre-use check was performed, the unit was turned on then the screen display was not displayed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that device was being set up when issue occurred and that unit did not come in contact with a patient. The manufacturer's product support sales rep evaluated the device and confirmed that the screen display was not displayed but only a fan was operating.